Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead was repositioned due to perforation of the heart wall and loss of capture. No additional adverse patient effects were reported. This lead remains in service.